Event description:
It was reported that during a sigmoid resection procedure, the surgeon indicated the device would not fire. The device was fired again and it still did not work. The anvil was removed, but then it didn't seem to seat properly. During this process, they found a tear in the rectum, which was oversewn. The device was then replaced and the same anvil was used with the new device without further complication. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.